Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Investigation summary: material #: 368494, lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for the indicated failure mode clotting. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) 34 i.u. Plus blood collection tubes are clotted. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: ¿customer email "a research arm has contacted me re: increased clotted bone marrow aspirate specimens. I do note that with some of our difficult collections, the bmb sample may be blood dilute and also taking longer to aspirate. This may be a contributing factor in some of the clotted samples. The research samples are also at a lower collection priority compared to diagnostic and clinical trial specimens which further exacerbate the problem above. "